Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrythmia. The caller stated that the customer had diabetes for years that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had cracked battery tube threads, and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2015.) There is no data available due to the device did not have a battery installed when received. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).